Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/ abnormal bleeding') in an adult female patient who had essure (batch no. 536682-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulval irritation. Previously administered products included for an unreported indication: restasis and flovent. Concurrent conditions included liver tumor, folliculitis, offensive vaginal discharge, vaginal itching, urinary frequency, dysuria, benign hepatic neoplasm, premenstrual headache, pre-menstrual tension syndrome, skin rash, abdominal pain, burning sensation, adenomyosis, uterine leiomyoma, benign cervical tumor, chronic cervicitis, anxiety, primary insomnia, suture granuloma, hot flashes, stomach ache, sickness, nauseous and stress. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) and ethinylestradiol;norethisterone acetate (microgestin) for birth control, ethinylestradiol;levonorgestrel (quartette) and ethinylestradiol;levonorgestrel (seasonique) for bleeding menstrual heavy and metronidazole for vaginal discharge. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast, and uti,") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast, and uti,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast, and uti,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue/ I tired"), abdominal distension ("other injury(ies) or complication please describe: stomach bloating, and hair loss"), alopecia ("other injury(ies) or complication please describe: stomach bloating, and hair loss"), insomnia ("trouble sleeping"), stress ("I have been stressing"), thrombosis ("blood clots"), malaise ("I am so sick"), pelvic pain ("pain"), sleep disorder ("sleeping problems"), nausea ("I was nauseous"), pain ("achy/"), flank pain ("side pain"), arthralgia ("joint pain"), abdominal pain upper ("stomach ache"), hot flush ("hot flash"), frustration tolerance decreased ("felling super frustrated"), abdominal pain ("belly pain / sharp pain") and depression ("depressed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, migraine, abdominal distension, pelvic pain and abdominal pain had resolved, the vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, dyspareunia, insomnia, stress, thrombosis, malaise, sleep disorder, nausea, pain, flank pain, arthralgia, weight increased, abdominal pain upper, hot flush, frustration tolerance decreased and depression outcome was unknown and the bacterial vaginosis, urinary tract infection, vulvovaginal mycotic infection, fatigue and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, arthralgia, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, flank pain, frustration tolerance decreased, genital haemorrhage, headache, hot flush, insomnia, malaise, menorrhagia, migraine, nausea, pain, pelvic pain, sleep disorder, stress, thrombosis, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result of which was total bilateral occlusion. Tubes are closed-as per pfs. Satisfactory placement of both essure micro- insert with occlusion of both fallopian tubes- as per mr. Concerning the injuries reported in this case, the following one were reported via social media: insomnia, stress, blood clots, , sickness, pain, sleeping problems, nauseous, achy, side pain, joint pain, weight gain, stomach ache, hot flash, felling super frustrated, belly pain, anemic. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event added- stress, blood clots, sickness, pain, sleeping problems, nauseous, achy, side pain, joint pain, weight gain, stomach ache, hot flash, felling super frustrated, belly pain, anemic. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/ abnormal bleeding') in an adult female patient who had essure (batch no. 536682-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulval irritation. Previously administered products included for an unreported indication: restasis and flovent. Concurrent conditions included liver tumor, folliculitis, offensive vaginal discharge, vaginal itching, urinary frequency, dysuria, benign hepatic neoplasm, premenstrual headache, pre-menstrual tension syndrome, skin rash, abdominal pain, burning sensation, adenomyosis, uterine leiomyoma, benign cervical tumor, chronic cervicitis, anxiety, primary insomnia, suture granuloma, hot flashes, stomach ache, sickness, nauseous and stress. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) and ethinylestradiol;norethisterone acetate (microgestin) for birth control, ethinylestradiol;levonorgestrel (quartette) and ethinylestradiol;levonorgestrel (seasonique) for bleeding menstrual heavy and metronidazole for vaginal discharge. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast, and uti,") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast, and uti,"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and alopecia ("other injury(ies) or complication please describe: stomach bloating, and hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast, and uti,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue/ I tired"), abdominal distension ("other injury(ies) or complication please describe: stomach bloating, and hair loss"), insomnia ("trouble sleeping"), stress ("I have been stressing"), thrombosis ("blood clots"), malaise ("I am so sick"), pelvic pain ("pain"), sleep disorder ("sleeping problems"), nausea ("I was nauseous"), pain ("achey/"), flank pain ("side pain"), arthralgia ("joint pain"), abdominal pain upper ("stomach ache"), hot flush ("hot flash"), frustration tolerance decreased ("felling super frustrated"), abdominal pain ("belly pain / sharp pain"), depression ("depressed") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, migraine, abdominal distension, pelvic pain and abdominal pain had resolved, the vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, dyspareunia, insomnia, stress, thrombosis, malaise, sleep disorder, nausea, pain, flank pain, arthralgia, weight increased, abdominal pain upper, hot flush, frustration tolerance decreased, depression and vitamin d deficiency outcome was unknown and the bacterial vaginosis, urinary tract infection, vulvovaginal mycotic infection, fatigue and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, arthralgia, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, flank pain, frustration tolerance decreased, genital haemorrhage, headache, hot flush, insomnia, malaise, menorrhagia, migraine, nausea, pain, pelvic pain, sleep disorder, stress, thrombosis, urinary tract infection, vaginal haemorrhage, vitamin d deficiency, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result of which was total bilateral occlusion. Tubes are closed-as per pfs. Satisfactory placement of both essure micro- insert with occlusion of both fallopian tubes- as per mr.. Amendment: the report was amended for the following reason: the case (B)(4) was found to be duplicate of case (B)(4). All information including events, reporters, reference numbers, source documents were transferred from deletion case to retention case. New event 'vitamin d deficiency' was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/ abnormal bleeding') in an adult female patient who had essure (batch no. 536682-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulval irritation. Previously administered products included for an unreported indication: restasis and flovent. Concurrent conditions included liver tumor, folliculitis, offensive vaginal discharge, vaginal itching, urinary frequency, dysuria, benign hepatic neoplasm, premenstrual headache, pre-menstrual tension syndrome, skin rash, abdominal pain, burning sensation, adenomyosis, uterine leiomyoma, benign cervical tumor, chronic cervicitis, anxiety, primary insomnia, suture granuloma, hot flashes, stomach ache, sickness, nauseous and stress. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) and ethinylestradiol;norethisterone acetate (microgestin) for birth control, ethinylestradiol;levonorgestrel (quartette) and ethinylestradiol;levonorgestrel (seasonique) for bleeding menstrual heavy as well as metronidazole. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast, and uti,") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast, and uti,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast, and uti,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), abdominal distension ("other injury(ies) or complication please describe: stomach bloating, and hair loss"), alopecia ("other injury(ies) or complication please describe: stomach bloating, and hair loss") and insomnia ("trouble sleeping"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, migraine and abdominal distension had resolved, the vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, dyspareunia and insomnia outcome was unknown and the bacterial vaginosis, urinary tract infection, vulvovaginal mycotic infection, fatigue and alopecia was resolving. The reporter considered abdominal distension, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result of which was total bilateral occlusion. Tubes are closed-as per pfs. Satisfactory placement of both essure micro- insert with occlusion of both fallopian tubes- as per mr. Concerning the injuries reported in this case, the following one were reported via social media: insomnia. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received. New event trouble sleeping was added. Reporter information was added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/ abnormal bleeding') in an adult female patient who had essure (batch no. 536682-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulval irritation. Previously administered products included for an unreported indication: restasis and flovent. Concurrent conditions included liver tumor, folliculitis, offensive vaginal discharge, vaginal itching, urinary frequency, dysuria, benign hepatic neoplasm, premenstrual headache, pre-menstrual tension syndrome, skin rash, abdominal pain, burning sensation, adenomyosis, uterine leiomyoma, benign cervical tumor, chronic cervicitis, anxiety, primary insomnia, suture granuloma, hot flashes, stomach ache, sickness, nauseous and stress. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) and ethinylestradiol;norethisterone acetate (microgestin) for birth control, ethinylestradiol;levonorgestrel (quartette) and ethinylestradiol;levonorgestrel (seasonique) for bleeding menstrual heavy as well as metronidazole. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast, and uti,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast, and uti,"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast, and uti,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), abdominal distension ("other injury(ies) or complication please describe: stomach bloating, and hair loss") and alopecia ("other injury(ies) or complication please describe: stomach bloating, and hair loss"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, migraine and abdominal distension had resolved, the vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea and dyspareunia outcome was unknown and the bacterial vaginosis, urinary tract infection, vulvovaginal mycotic infection, fatigue and alopecia was resolving. The reporter considered abdominal distension, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 06-nov-2012: result of which was total bilateral occlusion. Tubes are closed-as per pfs. Satisfactory placement of both essure micro- insert with occlusion 0f both fallopian tubes- as per mr.. Most recent follow-up information incorporated above includes: on 19-jun-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/ abnormal bleeding') in a female patient who had essure (batch no. 536682) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulval irritation. Previously administered products included for an unreported indication: restasis and flovent. Concurrent conditions included liver tumor, folliculitis, offensive vaginal discharge, vaginal itching, urinary frequency, dysuria, benign hepatic neoplasm, premenstrual headache, pre-menstrual tension syndrome, skin rash, abdominal pain, burning sensation, adenomyosis, uterine leiomyoma, benign cervical tumor, chronic cervicitis, anxiety, primary insomnia, suture granuloma, hot flashes, stomach ache, sickness, nauseous and stress. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) and ethinylestradiol;norethisterone acetate (microgestin) for birth control, ethinylestradiol;levonorgestrel (quartette) and ethinylestradiol;levonorgestrel (seasonique) for bleeding menstrual heavy as well as metronidazole. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast, and uti,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast, and uti,"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast, and uti,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), abdominal distension ("other injury(ies) or complication please describe: stomach bloating, and hair loss") and alopecia ("other injury(ies) or complication please describe: stomach bloating, and hair loss"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, migraine and abdominal distension had resolved, the vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea and dyspareunia outcome was unknown and the bacterial vaginosis, urinary tract infection, vulvovaginal mycotic infection, fatigue and alopecia was resolving. The reporter considered abdominal distension, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs, mr and social media received ¿ case become valid with incident. New events heavy bleeding/ abnormal bleeding, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast, and uti, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue and other injury(ies) or complication please describe: stomach bloating, and hair loss were added. Patient information date of birth and height were added. Product information lot number, date of essure incretion and essure removal were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication loestrin 24 fe, microgestin, loestrin fe, seasonique, quartette and metronidazole were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.